Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via email that the customer's blood glucose has been running high for the past 12 hours. Last night, customer only had .5 cup of (B)(6) and her blood glucose went up to 455 mg/dl. Customer has not been that high since she was diagnosed. Customer stated that the tube was foggy and she changed out the set today. Customer had a granola bar and a banana for breakfast. Customer's blood glucose was 120 mg/dl before breakfast and then it went up to the 300's mg/dl. Customer was advised to speak to the helpline but she declined. Customer stated that last night she disconnected from the infusion set and gave a bolus to see if insulin came out and it did. Customer did not look to see if the set had been kinked when she took it out this morning. Customer called back to report waking up with kidney pains and having a high blood glucose reading last night. Customer stated that she can barely read today because her eyes hurt so much. Customer's blood glucose was 80 mg/dl.